Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient in the netherlands underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient's stoma site has had secretions and mild redness. On (B)(6) 2017 the inflammation near the insertion site was so severe that the physician decided to make a new insertion site and placed the patient on antibiotics. The new insertion site is becoming inflamed.